Event description:
The customer alleged that the cobas it 1000 was sending patient results to the customer's laboratory information system (lis) with the wrong patient identification. The customer stated a couple results were transferred to the wrong patient in the lis, and the results from the lis go into the his. The customer searched for that patient and deleted the results. The customer stated they could not be sure that results were transmitted to the wrong patient, and it was difficult to say if there were results that were transmitted incorrectly. Clarification has been requested verifying whether any results were reported outside the laboratory with the wrong patient identification number. The customer did not report any adverse events.

Manufacturer narrative:
Further investigation determined the cobas it 1000 worked as intended up to the corruption of the external customer's database. No evidence was found to prove the cobas it 1000 application played a role in causing the patient mismatch reported at the site. The root cause of the reported complaint was found to be the corruption of the customer's database.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined as necessary data is not available for further investigation.